Event description:
Procedure: lap chole. According to the reporter: the surgeon claimed that the firing of the device felt strange and decided to use four clips on the duct as a result. Post-operatively a leak occurred. The patient has made repeated trips back to the surgeon. There was nothing noted in the original procedure the clips seemed to be satisfactory.

Manufacturer narrative:
(B)(4).